Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) 5 months post lens implant in the patient's right eye. Yag procedures were performed on (B)(6) 2013 and lens reposition with anterior vitrectomy were performed on (B)(6) 2013. The lens was ultimately removed and replaced with another model lens of different diopter (24.50 d). The patient's current prognosis is described as "outcome so far favorable with improved vision already.